Event description:
Pt rec'd a bovie burn during a c-section. Event is thought to be because of mechanical dislodging of bovie pencil from the holster. There is no sign of malfunction of the pencil itself.